Event description:
It was reported that the patient experienced a surgical procedure to implant an artificial urinary sphincter(aus) device due to unspecified reasons. The patient previously had a sling device implanted. A patient outcome was not reported.